Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the issues occurred in the past, troubleshooting was unable to be performed. The customer declined to troubleshoot the occlusion alarm that occurred at the time of the report. Customer's blood glucose was 176 mg/dl. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.